Event description:
Info was received that reported a pt was hospitalized in 2007 due to hyperglycemia. The reporter states she had been having labile blood glucose levels for the past 2 weeks. Originally, her blood glucose levels were low and her md changed her basal rates and correction factor. Now she is experiencing high blood glucose levels in the 400 range and spilling ketones. Her md has told her to request a replacement device. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incident, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.